Event description:
According to the nursing report, stent was dislodged from the balloon inside the guiding catheter when implantation was attempted. Catheter was maneuvered out of the pt and another stent was implanted instead.